Event description:
Arjo was notified about an event with involvement of the maxi twin passive lift. It was reported that the fall happened in the half moment of the transfer of the patient from bed to wheelchair. The operation started with the handling with a 360° trip from the bed made by the first caregiver, while the other caregiver took the wheelchair, the patient (very shaken) slipped on the left side, as per the upper left clip unhooked, as checked after the event. According to received information the patient sustained fracture of the left femur with consequent surgery to reduce the fracture, head trauma and vertebral injury. The patient was initially hospitalized in the emergency room and finally in emergency medicine.